Event description:
It was reported that the left monitor on the 6800 system was darker then the right. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor, image processor and display adapter were replaced during the service call. The system was tested and found to be working as intended, and put back into service.